Event description:
It was reported that during a pre-use check, the customer attempted to inflate and deflate the cuff, but could not do either successfully. No patient injury was reported.

Manufacturer narrative:
UDI is unknown. No information provided to date. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were observed. Functional testing: the sample was tested for occlusion by manually inflating with a syringe. The sample presented resistance to inflate and deflate the cuff. The tube section where the line is inserted was cut off from the tube. The sample presents a partial occlusion in the assembly of the inflation line. The bell-out, fit inflation line and leak test operations were audited during (B)(4) units, in order to verify that the operations were properly performed and to visually inspect for excess of solvent; the bell-out, fit inflation line and leak test operations were performed according to the test method stated in the manufacturing procedure; no discrepancies or occluded tubes were detected during the (B)(4) units inspected. The most probable root causes of the reported issue were excess tetrahydrofuran (thf) between inflation line and tube and lack of detection by the production personnel. Actions were taken to mitigate the reported issue: update the procedure in order to clarify the operation; that the valve must be disconnected from the air flow connection only after the tip of the inflation line from the thf applicator. Also, the manufacturing personnel were retrained on the correct procedure by the production supervisor and quality engineer.